Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the inspection has shown that the proximal locking hole of the nail has signs of wear. These marks were most likely caused by an unsuccessful screw insertion or by the extraction of the screw. No other wear marks were observed on the nail. Furthermore, the dimensional inspection indicated that the dimensions of the nail holes are in accordance with the specifications. Based on investigation, the root cause was attributed to an user related issue. The failure was probably caused by improper handling of the device and failure to properly align the nail with the targeting device. As a reminder, the instructions for use clearly state that: "during the course of the operation, repeatedly check to ensure that the connection between the implant and the instrument, or between the instruments, required for precise positioning and fixing is secure." The death of the patient reported two days after the surgery is not related to the device. It was confirmed that the cause of the death was a pulmonary aspiration and choking on a piece of bread. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
The customer reported that : "the cervical and distal locking sight sockets on the nail holder did not match the screw holes on the gamma nail. Immediate actions : use of another gamma nail of the same reference but from a different lot. This could have had consequences for the patient if they were other nails that are uniquely staffed. The procedure was delayed by 60 min." (B)(6) 2022, additional information received from the initial reporter: the procedure was completed by taking another nail, but the procedure took much longer to identify the problem. Patient required much longer anesthesia. Procedure was delayed 1h24 incision closure (usually about 20/30 minutes). (B)(6) 2022 additional information received from the initial reporter indicated that the patient (female) passed away two days after surgery while eating. She choked on a piece of bread during her meal.

Manufacturer narrative:
Please see correction to h6 results code. The reported event could not be confirmed. The device inspection revealed the following: the inspection has shown that the proximal locking hole of the nail has usage marks. These marks were most likely caused by an unsuccessful screw insertion or by the extraction of the screw. No other usage marks were observed on the nail. A functional test was performed with the returned nail and a probe targeting device, protection sleeve and drill bit. It was observed that both nail's holes are fully aligned with the targeting device and no positioning or targeting problem was observed. Therefore, the device is still functional and the reported failure could not be confirmed. Note: it has to be taken into account however, that only the nail was returned and it cannot be excluded that the reported failure was caused by the targeting device or another instrument. Furthermore, the dimensional inspection indicated that the dimensions of the nail holes are in accordance with the specifications. Based on investigation, the root cause was attributed to an user related issue. The failure was probably caused by improper handling of the device and failure to properly align the nail with the targeting device. As a reminder, the instructions for use clearly state that: "during the course of the operation, repeatedly check to ensure that the connection between the implant and the instrument, or between the instruments, required for precise positioning and fixing is secure." The death of the patient reported two days after the surgery is not related to the device. It was confirmed that the cause of the death was a pulmonary aspiration and choking on a piece of bread (see email attached). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
The customer reported that : "the cervical and distal locking sight sockets on the nail holder did not match the screw holes on the gamma nail. Immediate actions : use of another gamma nail of the same reference but from a different lot. This could have had consequences for the patient if they were other nails that are uniquely staffed. The procedure was delayed by 60 min." On 07/19/2022, additional information received from the initial reporter: the procedure was completed by taking another nail, but the procedure took much longer to identify the problem. Patient required much longer anesthesia. Procedure was delayed 1h24 incision closure (usually about 20/30 minutes). On 07/27/2022, additional information received from the initial reporter indicated that the patient (female) passed away two days after surgery while eating. She choked on a piece of bread during her meal.